Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the jaw boot slot and was somewhat bent. There were some signs of clinical usage and some evidence of blood. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device activated, and then after several seconds no heat was generated. Based upon this observation, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 stopped working after a few branches. They waited several minutes, unplugged and replugged it, but it would not work again. A new unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.